Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the stylus pen and screen arrow do not line up and attempting to calibrate the pen and screen did not rectify the problem; overlay found out of electrical specification. Concomitant product: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer pen will not calibrate. The pen was replaced and re-calibrate performed multiple times. The programmer was returned for repair. There was no patient involvement indicated.